Event description:
During a redo atrial fibrillation procedure, there was skiving found after transseptal puncture. The needle and sheath were prepped in the normal fashion. There was no reshaping of the sheath or needle. The needle was advanced up the dilator with the stylet and allowed to rotate freely. Puncture was performed, the needle withdrawn, and the sheath aspirated which produced a small plastic shaving. The procedure was completed successfully without patient complications.

Manufacturer narrative:
Additional information: g3, d9, h2, h3. One 8.5f fast-cath introducer dilator was received for evaluation. No resistance was noted when a brk needle/stylet assembly from current inventory was advanced through the returned dilator. However, the dilator tubing was cut lengthwise and evidence of skiving was noted at the distal end of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the skiving remains unknown.